Event description:
Allegedly, neck fracture and proximally fractured stem in intramedullary situation with endosteal support. Periarticular metallosis. Aemps reference number: (B)(4). Update received on 12/03/2019. Patient suffered high levels of cobalt and chromium.